Event description:
The customer reported that the system had a filament error in high level fluoro and would not x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator drive board and snubber board were replaced during the service call. The system was tested and found to be working as intended and put back into service.